Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device follow up. It was noted that the implantable cardiac defibrillator could not be activated using the magnet upon several attempts. On the fourth attempt the device was successfully interrogated but continued to exhibit connection issues. No further information was available. The patient was stable.

Event description:
New information states that an extension usb was used to improve the connectivity. The patient was stable and would continue to be monitored.